Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 2ss cv leaked saline. The following information was provided by the initial reporter: material no: 2420-0500 batch no: 20063051. It was reported that as IV device was being attached to end of line, saline began leaking out of the bottom connection of the tubing. Per customer spread sheet: line primed with saline using faulty product ¿ no problem noted at that time; no saline leaking. Line brought to patient chair and rn was attaching IV device to end of line when saline began leaking out of the bottom connection of the tubing. Faulty tubing removed and as writer placed same in bag, bottom section completely detached from the rest of the tubing.

Manufacturer narrative:
H.6. Investigation: customer reported leaking out of the bottom connection of the tubing, but did not return samples or photos. The complaint could not be verified without the product being returned. The root cause of this failure could not be identified without a failure investigation. A device history record review for model: 2420-0500, lot number: 20063051 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that as lvp 20d dehp 2ss cv leaked saline. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 20063051. It was reported that as IV device was being attached to end of line, saline began leaking out of the bottom connection of the tubing. Per customer spread sheet: line primed with saline using faulty product ¿ no problem noted at that time; no saline leaking. Line brought to patient chair and rn was attaching IV device to end of line when saline began leaking out of the bottom connection of the tubing. Faulty tubing removed and as writer placed same in bag, bottom section completely detached from the rest of the tubing.